Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.1 was failed and was not detected on bus. A field service engineer (fse) had reseated the connections and checked the voltage, identifying one bad cubie, which was removed for the customer; the cubie was labeled with the number 127. The customer tested the unit and completed the recovery, and the service was concluded. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 2.1 failed and the device was not detected on the bus. Customer attempted troubleshoot with reboot and recovery, but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.